Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed "no disposable, clamp tubing" when the remaining volume of medication was at a low level. No adverse effects were reported.